Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced erosion of mesh into the vagina and had reconstructive surgery performed on (B)(6) 2010. The mesh is still implanted and the patient is currently stable. Additional information has been requested.